Manufacturer narrative:
The device was returned for analysis. The reported broken lever was confirmed as a split handle. The device used out of sequence was confirmed based on the device analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the deployment sequence in the proglide instructions for use (IFU), step 6: using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. Step 9: relax the device and then return the foot to its original closed position by pushing the lever (marked #4) down to the body of the device. The IFU violation appears to have contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to user error and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional percutaneous transluminal angioplasty procedure. Reportedly, the physician forgot to remove the plunger prior to attempting to close the lever and remove the device. The proglide was then levered out and the lever broke off the device during the removal. There was no reported tissue damage to the artery. Another proglide device was used to achieve hemostasis. No additional information was provided.